Manufacturer narrative:
Device passed the displacement test and self test. No missing segments or partial display anomaly noted. Device was monitored for 1 day. No display anomaly, screen half grayed out anomaly or intermittent light anomaly noted. Device had a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump screen was half greyed out and intermittent light. Customer¿s blood glucose level was 252 mg/dl at the time of incident. Customer state that insulin pump was dropped and bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned be for analysis.